Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer had failed battery test on their insulin pump. The customer's blood glucose level was reported to be 57.6mg/dl. It was reported that the customer changed the battery but continued to receive the alarm. Troubleshoot was reported to be conducted. It was reported that the customer was going to the store to get new batteries to try. It was reported that the customer was advised to swap out the batteries, clean the battery compartment, and call back if issues persist.